Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose was 6.7mmol/l. The customer was advised the internal source power in the pump is unable to charge. The customer was advised to disconnect from the device. The customer was advised to go through the following step and that is to wait for the notification light to stop flashing, insert a new full charged aa battery, clear the power alarm, update the pump's time and date as needed and complete the reservoir and tubing process. The customer was advised and explained the process should resolve the power error detected condition. The customer was advised to monitor the pump. The customer stated that insulin delivery was stopped and did 3 infusion set changes and even tried to a new battery and pump is still working because of the power error detected.

Manufacturer narrative:
Power management parameters graph has confirmed power system error was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. However, after disconnecting and reconnecting the internal battery connector on the printed circuit board area 1 no unexpected power loss alarm noted and the insulin pump was monitored and functioned properly. The insulin pump passed full functional testing including the displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was received with cracked retainer, cracked battery tube threads, cracked case at the battery tube side; scratched case and keypad overlay texture damage.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.